Event description:
It was reported that, "dr was doing revision hip and was putting the screws into the cup and the screwdriver shafts were falling out of the handles. Not seating properly in handles."

Manufacturer narrative:
Additional info has been requested and if available it will be submitted on the supplemental report. This is the same patient/event as MFR # 2249697-2009-00108.